Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope had an ultrasound image but not a video image. The screen became completely black and showed no image, unable to be restored. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: b5, d10, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was diagnostic.